Manufacturer narrative:
The device was returned to the service center for evaluation. A second leak was noted on the light guide tube. A deep cut/hole was noted on the scope¿s probe unit. The bending section rubber was found cut and a leak was also noted in this area. The light guide lens cement was noted to be peeling with multiple pin holes. A shadow on the echo line was noted in the scope¿s ultrasound image due to multiple broken elements. The minor dents and scratches were on the scope cord. The scope¿s angulation was inspected and found to have excessive play (rl) (ud) in four directions. The scope ID chip showed a total of 947 uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly. Correction and preventive actions have been initiated to address related issues to this complaint.

Event description:
The service center was informed during reprocessing, the scope failed the leak test in the facility¿s automatic endoscope reprocessor (aer). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that judging from the attached photo, the phenomenon may have been caused by damage from external force, not by aging deterioration. The legal manufacturer confirmed contents of described in the instruction manual the following description was found in the instruction manual. Inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.